Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unexpected contamination. The rinsing fluid tested positive for 67 colony forming units (cfus) of microbacterium spp on (B)(6) 2026. The rinsing fluid tested positive for 130 cfus of stenotrophomonas maltophilia and microbacterium spp on april 30, 2026. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.